Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
It was reported that during an scs (spinal cord stimulation) trial, the physician was unable to implant the trial lead due to patient's anatomy. As a result, the procedure was aborted.

Manufacturer narrative:
Device code: the device code in the initial report was inadvertently entered as "2993 - adverse event without identified device or use problem" and is corrected in additional report-1 to "2682 - patient-device incompatibility".